Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email that she had a blood glucose over 400 gm/dl yesterday evening and does not know why. Customer stated that she changed out the infusion set and still had high blood glucose this morning. Customer refused a transfer to the helpline for assistance. A follow-up was done and customer stated that all is well now. Customer stated that she gave herself a shot and changed out her set. Customer's blood sugars went down to normal. Customer declined troubleshooting for high blood glucose.